Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. The root cause of the complaint is undetermined. A simulated spike insertion with the returned set executed successfully with no problem found either dimensionally or in the insertion. Neither here nor in the plant assessment could anyone find any evidence of dimensional or shape problems, or lack of functionality in the returned device. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Event description:
A doctor reported to baxter (B)(4) that the spike of the set was separated from the port of the twin bag just after connected. There was no patient injury or medical intervention. No further information is available.